Event description:
It was reported that a patient experienced a uv disconnect cap that was not packed in an inner pouch. There was no patient involvement; no patient injury or medical intervention was indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.